Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch #mw5145045. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety would not engage when the button was pressed and the needle was not retracted as a result. The following information was provided by the initial reporter: "bd insyte autoguard bc 20g IV catheters are not working properly. Safety button is not engaging when depressed. Noted at 2 separate facilities today, xxxxx in both preop departments. Same lot #3166524 and ref# 382533 affected ivs removed from circulation and working with materials to get new catheters. Response received (B)(6) 2023. - what is the patient outcome? No harm. - are there any adverse events/serious injuries? No. - what type of procedure is being performed? IV insertion. - what was the medication/fluid in use at the time of the event? None. - was button depressed? Yes can the button be pushed or does it appear ¿stiff or stuck¿? No. - did needle retract at all? No was there a needle stick injury? No".